Event description:
It was reported the customer was receiving a software error alarm. The customer stated they were unable to clear the alarms. The customer's blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
The insulin pump passed the self test with no alarm for a software error noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)